Event description:
The user facility reported that an 8 french corflo nasogastric feeding tube kinked at the exit point of the nose when secured to the patient¿s cheek. The tube was manipulated and repositioned multiple times; however, it continued to kink, requiring removal. Prior to placement, another tube of the same type was tested and also demonstrated a tendency to kink when slightly bent. The patient was subsequently managed with a 6 french corflo nasogastric tube without issue. It was reported that the affected tubes may be more rigid and prone to kinking. No patient injury was reported.

Manufacturer narrative:
The sample is reported to be available but has not yet been received by the manufacturer. A review of the device history record and UDI are in-progress. All information reasonably known as of 13 apr 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.